Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial distal portion of the lead was returned in one piece measuring 49.8 cm. Multiple external and internal insulation abrasions were found distal to the suture sleeve tie impression breaching the ring electrode and right ventricular cable lumens. The etfe cable coatings and the inner coil lumens in these locations were found to be intact. The cause of the external insulation abrasions is consistent with friction to another device or feature of the patient anatomy. An external insulation abrasion was also found breaching the ring electrode cable lumen at the suture sleeve tie location. The ring electrode etfe cable coating was intact in this location. The cause of the external insulation abrasion is due to friction to the suture sleeve. The product serial number could not be identified during analysis.

Event description:
This report is to advise of an event observed during analysis.